Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead failed to capture and had high pacing impedance. The patient felt symptoms of shortness of breath. Programming changes were implemented, and the patient left in stable condition.